Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 80990 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 80990 was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was foreign matter in the tube.